Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated. Additional information received indicated the device later declared elective replacement indicator (eri). A procedure was performed and the device was explanted and successfully replaced. The rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 3000 ohms. There was also noise that was being oversensed which led to some inappropriate episodes. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.